Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening and flat creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening curved striated. Based on the device analysis, the final assessment is one striated opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Device has been explanted.